Event description:
Patient was on an anti-arrhythmic IV infusion for atrial fibrillation. Patient's monitor was set to alarm if patient's heart rate went below 90 beats per minute. Patient's heart rate dropped to 70 when patient converted to sinus rhythm but the alarm did not go off to alert the nurse that heart rate dropped. Biomed was notified of the incident. Telemetry box was sent to manufacturer for investigation.